Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. Pressure spikes were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B3 - additonal information - 10-dec-2024. B5- reported as; the reporter indicated that a 13.7mm micl 13.7 of -7.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Elevated iop; significant reduction of irido-corneal angles was reported. Patient stated "she noticed haloes around any lights. The lens remains implanted; however, the surgeon performed enlargement of pi; and it is reported that the surgeon has gone back and performed a second iridotomy. Patient states no pain or vision changes. The left eye pressure is ok. - correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop (32mmhg) without pupil block and angle colsure; significant reduction of irido-corneal angles. Enlargement of pi. Uveitie/iritis. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D4: update data:primary unique device identifier (UDI)#: (B)(4). "UDI related data quality updates only". D6a; update data; 10/jun/2020. H6 health effect - clinical code; reported as; 2227-4581significant reduction of irido-corneal angles - additional information - 1940, 2122. Claim#(B)(4). Manufacturer narrative - iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.

Manufacturer narrative:
B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and significant reduction of iridocorneal angles. Enlargement of pi was required. Angle closure occurred and an additional pi was performed. The surgeon determined an exchange for a smaller size lens was required, as that was the cause for the reported events. The lens was explanted & replaced with a shorter length lens. The problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6 - work order search: no additional similar complaints found within associated lots. Claim# (B)(4).